Manufacturer narrative:
Return of product has been requested. Product not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Scratched inside of mouth/nipping inside of mouth [mouth injury]. Brush head completely fell apart scratching the inside of my mouth [injury associated with device]. Brush head completely fell apart [device breakage]. Case description: a (B)(6) female consumer reported that her oral-b precision clean brushhead, used with an oral-b rechargeable toothbrush, version unknown, completely fell apart, scratching the inside of her mouth. She also noted that if felt like the brushhead was nipping the inside of her mouth. She asserted that she had never previously had any problem with these heads. The case outcome was unknown. No further information was provided.